Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician experienced difficulty inserting the associated atrial lead into the header of this device. The lead was successfully interfaced to the device. No adverse patient effects were reported.